Event description:
It was reported that the wire broke. A 0.16 fathom wire was selected for use. During the procedure, the distal part of the device was broken inside the patient. The detached component of the device was not able to be extracted out from the patient and the physician continued using another similar device to complete the procedure. No further patient complications were reported and patient is stable.

Event description:
It was reported that the wire broke. A 0.16 fathom wire was selected for use. During the procedure, the distal part of the device was broken inside the patient. The detached component of the device was not able to be extracted out from the patient and the physician continued using another similar device to complete the procedure. No further patient complications were reported and patient is stable. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire with a fractured/separated tip. It was noticed that the shaft was separated approximately 11.3cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.